Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had dislodged continuously despite several implant attempts. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
Correction: the initial implant and explants dates should not have been included as this issue was noted during the procedure.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned. The s-curve height was measured within specification.